Event description:
Few minutes into menisectomy, the pump was noticed to run continuously. Pump didn't give a high pressure alarm. It was reported that the pressure was changed from 50 to 60, and when pump continued to run, circulator attempting to stop the pump from running by clamping off the fluid bags. Pump continued to run at a very high pace and it alarmed when it realized it had no fluid. Circulator turned pump off and reset it an attempt to clear the problem. By this time, it was noticed the patient's knee had swollen considerably. Pump was turned off immediately and procedure was aborted. Fluid in the patient's leg had spread up to the tournique, and when removed fluid spread into hip area and scrotum. Patient was observed post op and swelling was noted to subside, but pt was still sent to hospital for observation. Patient was later discharged and no serious injury has been reported.